Event description:
A reportable event was noted where the customer mentioned air bubbles forming in their child's insulin pump line, causing extremely high blood glucose levels. It was not specified whether corrective actions were taken to address the blood glucose fluctuations. There was no additional information on corrective actions, and the customer declined a follow-up, leading to the closure of the case by technical support.